Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 6.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the third inflation at 12 atmospheres for 14 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.